Manufacturer narrative:
A ge service representative performed an on site investigation. The exposure switch cable connectors were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited x-ray switch stuck errors. No patient serious injury or death was reported related to this event.